Event description:
It was reported the patient's patient programmer + and - buttons are sticking and will not work. Subsequently, a replacement patient programmer was sent to the patient. Follow-up identified the replacement patient programmer resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.